Event description:
Spontaneous patient reports the new curlin pump sent to replace his old pump was not working properly. It would not ramp up and the nurse had to manually adjust it pump uses to infuse gammagard as above dose and frequency. No missed doses or side effect reported. New pump being sent to pt and pt to return old pump. No additional information available. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.